Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the mini drawer opened all pockets. A field service engineer (fse) found that mini drawer was not stopping at individual pockets. The station was shut down, the back panel was opened, and the mini drawer was removed. Fse replaced the mini engine, and the station was then booted into hardware test application mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user tried to open mini drawer 1.3 for 1 pocket, but all cubie pockets were opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the user was tried to open mini drawer 1.3 for 1 pocket, but all cubie pockets were opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.